Manufacturer narrative:
One speedband superview super 7 was returned for analysis. The velcro strap and the ligator head were returned. The velcro strap and the handle assembly did not present any visible damage. The crimp was present on the trip wire. A visual examination of the device found that five bands were present on the ligator head with the blue and white bands caught under other bands. The ligator head teeth were noticed to be damaged and the suture was seen as intact. The trip wire was partially rolled in the handle and an evidence showed that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database confirmed that no other complaint exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a gastric varices trap procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a gastric varices trap procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.